Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
The device was received from the USA for service. During servicing of the device, its temperature was found to be above specifications. It is unknown if the device was used during surgery, and it is unknown if injury or medical intervention occurred. There was no additional information provided.